Manufacturer narrative:
Insulin pump passed the displacement test. The insulin pump was programmed with a test guardian link (3) and a glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump displayed the programmed 240mg/dl value properly on the display graph. The pump was monitored while connected to the test sensor and transmitter. No unexpected lost sensor connection alarms or sensor anomalies noted during testing. However, hardware low level failures alarmed during self test and was confirmed in the formatted history file due to broken trace at pin6, u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. The patient¿s blood glucose level was 170 mg/dl at the time of the incident. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer is able to complete pump rewind. Customer stated self test not passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.